Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Manufacturer narrative:
On 13-may-2015: product investigation results: reporter returned 1 toothbrush head. Toothbrush head confirmed to be counterfeit.

Event description:
The screw at the top released and ended up in my mouth [device breakage]. Product counterfeit [product counterfeit]. No adverse event [no adverse event]. Case description: a (B)(6) male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the screw at the top of the oral-b brushhead, version unknown released and ended up in his mouth. No symptoms developed. On 13-may-2015 product investigation results: reporter returned 1 toothbrush head. Toothbrush head confirmed to be counterfeit.

Event description:
The screw at the top released and ended up in my mouth [device breakage], no adverse event. Case description: a (B)(6) male consumer reported that while using an oral-b rechargeable toothbrush, version unk, the screw at the top of the oral-b brushhead, version unk released and ended up in his mouth. No symptoms developed.